Event description:
It was reported to MFR that the vns depression pt experienced two grand mal seizures while on vacation that required hospitalization. The pt reported that various tests were performed at the hospital and the doctors found nothing wrong. Attempts to obtain additional info from the pts treating physician have been made, but have been unsuccessful to date.